Event description:
The device was applied during a laparoscopic colon resection procedure. Reportedly, the approximating lever would not close the jaws of the instrument after reloading. The hospital has reported no pt injury occurred.